Event description:
According to the info received, the pt had aortic and mitral valve endocarditis and paravalvular leak of the mitral valve. The pt was also in chronic renal failure. It was reported the pt's family elected to stop hemodialysis in 1999, and the pt expired "peacefully" 5 days later. The time between onset of infection and death was reported to be one month. Additional info has been requested.